Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4). D4: lot no - additional. D4: UDI number - correction. H2: correction/additional information. H4: device mfg date - additional. H6: adverse event problem - additional. H7: type of remedial action - additional. H9: section 21 usc 360 report no - additional.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.